Manufacturer narrative:
Submit date: 10/24/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. On (B)(6) 2016 the customer states the unit won't alarm. Additional information was requested on (B)(6) 2016 with no response to date.